Event description:
A surgeon reported that the following intraocular lens (iol) implant surgery, a pt presented with decreased visual acuity. The surgeon indicated that the event may be due to the presence of glistenings within the lens material. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested on (B)(4) 2012 by fax, and mail, and by phone on (B)(4) 2012. (B)(4).